Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was initially not powering on.  The customer indicated that after shaking the device, the device could then be powered on.  There was no report of any patient use associated with the reported issue.